Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed under local anesthesia on an unknown date. Post spaceoar vue placement, the images were reviewed, and it was suspected that the hydrogel migrated from the first computerized tomography (CT) scan, on (B)(6) 2023. The physician suspected that hydrogel was in the rectal wall. The patient experienced discomfort and was treated with stool softeners. On the initial scans the hydrogel appeared to be in the lumen. Subsequent review of the scans seemed that the hydrogel was totally extruded within one day. The imagery was reviewed again, and on (B)(6) 2023, it was noted that the hydrogel was in the anterior rectal wall, but closer to the lumen. On (B)(6) 2023, cone beam computerized tomography (cbct) revealed that all the spaceoar was in the lumen of the rectum. The patient experienced blood in the stools, watery diarrhea and tenesmus, the patient was treated with a preparation h suppository, and he felt a lot better including no blood. On (B)(6) 2023, cbct showed that most of the spaceoar vue hydrogel was gone. The patient was reported to be feeling better. In the physician's assessment, the hydrogel disappeared as a result of a potential ulcer caused by the spaceoar vue hydrogel. It was also indicated that the patient received external beam radiation treatment.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block b3: the exact date of the event is unknown. The provided event date, of (B)(6) 2023, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.